Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced warm sensation with external device use. The equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.

Manufacturer narrative:
Device is not available for analysis. This report is filed february 14, 2014. Device not returned to manufacturer.